Event description:
According to the reporter: laparoscopic low anterior resection. The product was connected to the hose. The product between the body and the tubing was separated. The sheath fell in to the pt cavity and was retrieved. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).